Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton medical ag as, the intellicuff device alarmed intermittent and continued to appear despite changing settings from the hamilton-c6 ventilator device. · this occurrence was noticed during patient ventilation. · the instrument report and the device log files of the hamilton-c6 ventilator device (service log, error log, event log) were provided to hamilton medical ag and shown that many ']tf10' were recorded. · this malfunctioning with the error code 'tf10' was reproducible. · there was need for medical intervention reported. The intellicuff device got exchanged. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton medical ag as, the intellicuff device alarmed intermittent and continued to appear despite changing settings from the hamilton-c6 ventilator device. · this occurrence was noticed during patient ventilation. · the instrument report and the device log files of the hamilton-c6 ventilator device (service log, error log, event log) were provided to hamilton medical ag and shown that many ']tf10' were recorded. · this malfunctioning with the error code 'tf10' was reproducible. · there was need for medical intervention reported. The intellicuff device got exchanged. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.